Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a single lumen vessel catheter (uvc). The customer states that there is a leak in the catheter. The uvc was inserted on (B)(6) 2012. The uvc was not difficult to secure and an x-ray was taken to verify placement. Chlorhexidine was used to clean the area. The uvc was removed on (B)(6) 2012 and replaced with a new uvc. The pt status is fine. The customer reports there was no injury as a result of this incident.